Event description:
During laparoscopic gastric bypass, the endostitch did not work properly. The needle didn't pass from end to the other, but got stuck in the adipose tissue. The needle was retrieved and the device was isolated. The patient did not sustain any harm.